Event description:
Per the clinic, it was reported that the patient experience exposure of receiver/stimulator (date not reported). Subsequently, the patient underwent revision surgery on (B)(6) 2022 to reposition the device. However, the issue could not be resolved. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023.